Event description:
It was reported the stent prematurely deployed. A 7x80x75 innova self expanding stent was selected for use in a radial arteriovenous fistula (avf). The stent was unfolded before entering the patient. The device was exchanged and treatment was completed. Patient was noted to be stable.

Event description:
It was reported the stent prematurely deployed. A 7x80x75 innova self expanding stent was selected for use in a radial arteriovenous fistula (avf). The stent was unfolded before entering the the patient. The device was exchanged and treatment was completed. Patient was noted to be stable.

Manufacturer narrative:
Device/media analysis: returned product consisted of an innova self-expanding stent system. Visual examination revealed a kink to the outer sheath 65cm from the nosecone. The stent was partially deployed 5mm from the tip. Microscopic examination revealed no additional damages. The thumbwheel lock was not on correctly. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.